Event description:
Good faith attempts have been made and no further information has been attained.

Event description:
A vns consultant attended an office visit with a neurologist and it was noted that there was a patient with high impedance documented in their clinic notes, which indicated high lead impedance in the programming history on (B)(6) 2012. The patient's device was not disabled at that time and the physician has decided not to do anything about the issue since the x-rays taken were 'negative,' and that the patient isn't experiencing any adverse issues. Guidance was provided to the site to program the patient's vns off. No further information has been received at this time. Further follow up is being made at the site.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the initial MDR inadvertently stated a system diagnostic test was run on (B)(6) 2009. This was added in error, as, per our records, no system diagnostic test was performed on this date.

Event description:
It was reported that this patient¿s generator battery is dead and the patient was recently in the hospital with seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.